Event description:
It was reported when using the bd sedi-40 there was a broken/damaged instrument. The following information was provided by the initial reporter. The customer stated: "the power supply inlet was destroyed."

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: instrument sedi 40 19-42033 was returned to the manufacturer for service with respect to the reported defect ¿ damaged power supply. The instrument was evaluated by visual examination and functional testing and it was found that power supply pcb was defective. The power supply pcb was replaced. After repair the instrument passed all further quality checks. This complaint has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd sedi-40 there was a broken/damaged instrument. The following information was provided by the initial reporter. The customer stated: "the power supply inlet was destroyed."